Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A photo of the device tip was provided and reviewed. A review of the photo provided by the user could not confirm incorrect cutting wire orientation. In the photo provided, the tip is in a severe bowed position. The handle was not included in the photo; hence, it is unknown if the handle was exercised or in the relaxed position. The tip has a severe bend (beyond the 90 degree angle). Without a photo of the device in the endoscopic view, a determination of orientation could not be performed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to the reported observation is if the tip of the device is over flexed. The instructions for use caution the user with the following statement: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break.¿ improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the user selected a cook tri-tome pc triple lumen sphincterotome. As reported to customer relations: "when the material was opened, it was identified that the papillotome [sphincterotome] had the cutting wire in a lateral position. [The failure] made it impossible to perform the papillotomy [sphincterotomy] adequately." Based on the picture provided, it indicates the complaint is for the device being in a bowed position when the material was opened. There was no reportable information at this time. On 03/16/2018, additional information was received indicating that the sphincterotome was 30 cm outside of the endoscope. The misorientation was noted when bowing the distal end.